Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on sunday (B)(6), (B)(6), from approximately 2 pm to 7 pm the monitor would red alarm for desat and then be silenced. The alarm would ring in the room as well as the main nurses station. The alarm was not being silenced by staff and this was witnessed by the biomed as well as two charge nurses. There were multiple occurrences in this time frame. There was no patient injury or harm reported.